Manufacturer narrative:
Date of revision corrected in description.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2010 due to dislocation and loosening. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2010 due to dislocation and loosening. No further information has been provided.

Manufacturer narrative:
This event was reported on a previous medwatch, reference 1825034-2010-00511.